Event description:
It was reported patient underwent knee procedure on unknown date, during which it was noticed the trial inserts were cracked causing a delay of greater than thirty minutes. A larger size trial was used to finish the procedure.

Manufacturer narrative:
The alleged fracture origins in these trials suggests that when the trials were repeatedly autoclaved, the differential expansion rates of the metal and the surrounding polymer inserts may have contributed to the fractures during the rigors of trial use. However, upon testing other trials for 100 autoclave cycles, the event could not be recreated. The supplier was contacted about the event. This follow-up report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00824-1 / 00826-1).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under precautions: "instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00824).